Event description:
It was reported that a pump malfunction occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy using multiple daily injections, and technical support arranged for the pump to be replaced and guided the customer on return procedures.